Manufacturer narrative:
Additional information: g4, h3, h6. H3 evaluation summary: one sample of device was received for analysis and the reported issue was confirmed. Visual examination found cosmetic damages to the casing and two rubber feet were missing. Functional testing of the device found the battery was depleted and expired past it¿s life cycle. The mainboard and pcb were found to be defective. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had defective speaker or audio. The customer indicated no any allegation of patient death or serious injury.